Manufacturer narrative:
(B)(4). Other device used: catalog #00430005227, zimmer bigliani/flatow total shoulder humeral head, lot #61644442. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to the shoulder components disassociating and the stem migrating out of it's location.

Manufacturer narrative:
The provided x-ray is after the disassociation, therefore it cannot be confirmed that the stem and head were initially seated per the surgical technique. No devices or photos were returned therefore a determination on the condition of the components could not be made. Review of the device history records for the stem and head did not find any deviations or anomalies. The devices were used for treatment. No other complaints of any type have been reported for the provided lots. The provided operative notes do not indicate anything out of the ordinary. With the provided information an exact cause could not be determined.